Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4).

Event description:
Literature article received entitled: "press fit condylar sigma total knee arthroplasty: 7¿9 years results" literature article "press fit condylar sigma total knee arthroplasty: 7¿9 years results" (2009) by neil hunter, robert a. E. Clayton, and ivan j. Brenkel published by european journal of orthopaedic surgery and traumatology doi 10.1007/s00590-009-0446-6 was reviewed for mdv reportability. The article purpose: to report the first clinical and radiological results at 7¿9 years for the depuy pressed fit condylar sigma total knee arthroplasty (tka). The article reports: the authors report 275 patients (318 knees) who underwent tka using the pfc sigma fixed bearing posterior cruciate retaining prosthesis as their study population. Demographic and clinical outcome data were collected prospectively on admission and at follow up clinics run by a specialist arthroplasty nurse at 6 months, 18 months, 3 years and at 5 years post-surgery. All patients were reviewed for this study, from december 2007 to january 2008, between 7 and 9 years after surgery. The survival rate at 9 years calculated by the life table method was 97.7% with revision for any reason as the endpoint and 99.6% with revision for aseptic failure as the endpoint. Complications: surgical intervention (7), infection (6), and medical device implant removal (1). Cement usage was not discussed in this article and patella resurfacing was not routinely performed and only in very severe cases it was left to surgeon discretion. Depuy products involved: pfc sigma system.